Event description:
It was reported that during a coronary artery stenting treatment procedure, stent deformation occurred. The target lesion was located in the tortuous ramus intermediate artery. The lesion was predilated with an 2.5x12mm emerge balloon catheter. A 3.0x28mm promus element plus drug eluting stent (des) was advanced to treat the target lesion; however, the device could not fully cross to the distal lesion. The physician implanted the stent to treat the proximal lesion. The physician then attempted to advance a non-bsc guide catheter; however, the catheter was initially unable to cross the previously implanted stent and it was noticed the stent struts appeared disturbed or distorted a little. The non-bsc guide catheter was eventually able to cross the previously implanted stent and the previously noted distal lesion was treated with the implant of a non-bsc des. No patient complications were reported and the patient's status is ok.

Manufacturer narrative:
Age at time of event : (B)(6). Device is combination product. Device evaluated by MFR: the complaint device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).